Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they tried to take steps to resolve the issue over the phone but it would not work. The patient met with a manufacturer's representative (rep) who was able to reprogram the neurostimulator and get it to start charging again and working. It took about 45 minutes to an hour. The rep told the patient the circumstance that led to the issue was that the patient was waiting for it to stop working before charging it again. The rep told the patient about on the 3rd or 4th day to charge the stimulator and to not let it completely die.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had poor communication to their implantable neurostimulator (ins) using both the programmer and recharger units. They tried to recharge on (B)(6) 2015 but were unable to. The patient stated that they last felt the stimulation on (B)(6) 2015 and that the last successful charging sessions was 2 weeks prior to this report. It was noted that the patient had pain which started slowly and then got worse over the weekend prior to this report. The indications for use for the implanted device were noted as failed back surgery syndrome and spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.